Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was used during an ercp (endoscopic retrograde cholangiopancreatography) with metal stent placement procedure performed on (B)(6), 2011. According to the complainant, the stent was placed for a malignant stricture, approximately 2.5 cm in the common bile duct. On (B)(6), 2011, the patient returned to the hospital with icterus and was hospitalized for observation. The stent was noted to be occluded with tumor overgrowth. On (B)(6), 2011 a second ercp was performed with placement of another wallflex inside the occluded stent. No damage to the original stent or malposition was noted. The patient's jaundice disappeared and the patient was discharged home on (B)(6), 2011. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): as the unit remains implanted and has not been returned, bsc could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was used per the directions for use (dfu) / product label. The most probable root cause classification of this investigation is anticipated procedural complication.